Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The user reported that the thermogard console (sn (B)(4)) displayed a tcmid 02 (ce danfoss error) error message during patient use. The user restarted the console; however, was unable to resolve the issue. Following this, the patient received and completed treatment using a coolgard console. No known impact or patient consequence was reported.